Event description:
It was reported that this left ventricular (lv) lead was suspected of lead dislodgement as the technician noted that there was a coil of wire. Boston scientific technical services (ts) referred the patient to the physician for further evaluation. As of this time, this lv lead remains in service. No adverse patient effects were reported.